Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing blurred vision at both distance and near and depth perception was off too. Patient was unhappy and could not function due to poor vision. These symptoms significantly interfered with activities of daily life. The lens was explanted and replaced with a non-johnson and johnson lens. There was no patient injury. The product was discarded by the surgery center. No additional information provided. This report pertains to right eye (od).